Manufacturer narrative:
(B)(4). Corrected data: section d9 device available for evaluation? No. Section h3 device evaluated by manufacturer? Other. Method: the complaint rt380 adult dual heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the evaqua 2 tube was degraded. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. However, based on previous investigations of similar complaints, the reported event was likely due to the tube being in contact with chemicals, either nebuized drugs or cleaning solutions. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject adult breathing circuits would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit state the following: - "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A healthcare facility in spain reported via a fisher & paykel healthcare (f&p) field representative that three rt380 adult dual-heated evaqua2 breathing circuits were found cracked during use. There was no patient consequence.

Manufacturer narrative:
(B)(4). The complaint rt380 adult dual-heated evaqua2 breathing circuits are expected to but has not yet been received at fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that three rt380 adult dual-heated evaqua2 breathing circuits were found cracked during use. There was no patient consequence.